Event description:
A caller reported that the indicated battery charge on their device dropped significantly in a short period of time. The customer declined to answer whether this issue caused their blood glucose level to exceed 500 mg/dl, and there was no additional information about the impact provided. Technical support planned to contact the international team for further assistance with the issue.